Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
The patient reported not feeling the device "kind of tingle" or "feel like a heart beat" as it usually does when pacing the patient. The patient also stated "it could just be me." The device remains in use. No patient complications have been reported as a result of this event.